Event description:
It was reported that shortly after implant, the patient complained of discomfort and possible diaphragmatic stimulation. A post operative check revealed no capture on the right ventricular (rv) lead. Further investigation revealed that the lead had perforated, resulting in a pleural effusion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and was analyzed. No anomalies were found. There was blood on the distal conductor of the lead and it was obstructed, and the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant and stretching. Concomitant products: a 5086mri lead, implanted: (B)(6) 2014. (B)(4).